Event description:
The nurse reported that during the procedure, she observed that the ball tip didn't hold the screw. The surgery could be completed. Prolongation of the surgery time 6 min. No other consequences are reported.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.